Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she woke up with a high blood glucose level of 427 mg/dl. They attempted to bring her blood glucose down but instead it went up. She treated her blood glucose with a regular injection. The customer ended the call before troubleshooting. The device was not returned.